Manufacturer narrative:
Three pictures of smiths medical cadd cassette reservoir were received. Picture one (1) showed a cassette product from part number 21-7302-24 in used conditions with extension set attached from part number unknown and lot number unknown. Picture two (2) show the front view of a cassette product from flow stop model. Picture three (3) show the top view of a cassette product from flow stop model. Device analysis: one smiths medical cadd cassette reservoir was returned for analysis in a used condition. The sample was visually inspected, and no damages were noted. The sample was tested to measure the height of the pump tube arch and determine if is under or out of specification and the pump tube height was out of specification however due sample being received in used condition it is possible that the pump tube eight was modified during use. During accuracy test, the sample received was connected to the cadd legacy plus and to balance mettler toledo to look for unusual function. It was noted that the sample could be connected without problem; sample passed the test. During functional testing, sample was filled with 100 ml of water; the sample was connected to the cadd legacy plus to look for unusual function. The sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, an alarm was noted with no message. Subsequently, the cassette was changed. No patient consequences were reported. No adverse effects were reported.